Event description:
It was reported that high voltage (hv) therapy was delivered by the device due to the ventricular fibrillation therapy assurance (vfta) algorithm. The cardiac physiologist considered the hv therapy delivered to be inappropriate therapy. Abbott technical support was contacted, session records were reviewed, and analysis indicated the high voltage therapy was due to the device operating as programmed. The appropriateness of the hv therapy delivered was deemed a clinical decision. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.